Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a pt has "some difficulty driving at night." The nurse also reported that upon "checking the pt", the surgeon observed "multiple small opacifications in the lens material" (glistenings). Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Photos were rec'd from the rptr and were reviewed by company reps, who concluded that the small opacifications in the lens material are glistenings. Glistenings are very common and are microvacuoles that occur due to the migration of aqueous into the lens matrix. Glistenings also occur with all intraocular lens materials to lesser and greater degrees and there are a number of studies that have shown glistenings do not have a negative effect on visual acuity. The surgeon has been informed of this conclusion. Add'l info has been requested. (B)(4).